Manufacturer narrative:
Results: the catrx was kinked approximately 61.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked. If the device is forcefully withdrawn from bottom portion of the packaging tray prior to removing the upper portion of the packaging tray, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system cat rx aspiration catheter (catrx) was kinked upon removal from the packaging. The damage to the (catrx) was found prior to use. Therefore, the catrx was not used in the procedure. The procedure was completed using a new catrx.